Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the lens in two pieces. The optic has been cut or torn in half. Two haptic arms are torn off and missing. The cause of the damage could not be determined. Further evaluation could not be performed due to the condition of the lens. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Event description:
Asymmetric vault was first observed on (B)(6) 2017. The patient reported blurry vision. Z-syndrome was not corrected by push back or lens reposition. The surgeon indicated the likely cause of the event is "faulty haptic". The patient's current prognosis was described as stable healing, trace corneal edema, 1+ pco, and zonular dehiscence.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Results will be submitted to the FDA in a follow-up report.

Event description:
Reportedly, the lens was explanted approximately 1 1/2 months post lens implant due to z syndrome. A "push back procedure" was performed to correct z-syndrome but it was unsuccessful. Additional information has been requested, but no additional information has been received.